Manufacturer narrative:
Corrected information provided in section h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in sections d.4, h.4, h.6 and h.10. There was no sample returned for evaluation. Complaint trending reviewed for the lot code provided. No similar complaint found. The retained samples of this lot were tested and all results conform to the specifications for the tested parameters (ph, osmolality, limulus amebocyte lysate (lal)). Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related deviations were identified, retained samples conform to the specifications and with no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample and no confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the sixth of eight reports for this reported patient event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure and laser treatment. Upon post-operative examination of the patient, the surgeon noted 3+ aqueous cell, less than 1+ conjunctival inflammation, less than 1+ vitreous inflammation and aqueous fibrin. No cultures were performed and no intervention treatment was provided. The patient's symptoms have resolved without any additional treatment. This report represents the first of three patients for this surgeon.